Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose the customer's blood glucose was 585 mg/dl. The customer declined high blood glucose troubleshooting. It was stated that the insulin pump had keypad anomaly. It was stated that for past couple of years buttons have seemed to get stuck but yesterday stopped working complete while trying to change reservoir. The customer was advised to observe time clock for one minute to verify if time advances and found the time clock was advancing. It was stated that there were cracks on insulin pump where reservoir goes and along the side and the battery area has fallen off. The customer declined troubleshooting for cracks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.